Manufacturer narrative:
The running surface of the base was worn off. Teeth of the starbursts were damaged. The thread of the 80lb torque screw was worn off. The device history record for item a1059 in this complaint was reviewed and there were no abnormalities related to the reported incident was found nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The device was made in 2012. The complaint is confirmed. The root cause for damaged teeth is customer misuse. The root cause for worn base is extreme wear and tear. The root cause for worn off thread 80lb torque screw is most likely customer misuse.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that the locking system of the a1059 mayfield modified skull clamp failed just before the patient's head was in the mayfield. There was no impact on the patient.